Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1dwwk, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the battery had eroded through the patient¿s skin. Patient indicated there was no incident that could have caused the erosion. Patient had infection at pocket and lead site. The battery and lead were explanted. It was noted that a culture was taken and wounds were debrided, irrigated and closed. The issue was resolved at the time of the report. Patient medical history included morbidly obese and diabetes. There were no further complications that have been reported as a result of this event.